Event description:
The device was used during a gastric bypass. Reportedly, the device and cartridge became disconnected during use. No pt injury was reported. Another device was used to finish the procedure.